Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 133.6080 on their 8015. Case resolution: customer states they already replaced the back-up speaker and fault did not clear. Informed customer this is most likely due to the logic board. Recommended sending in for repair. Emailed customer our fixed level pricing list. Customer will call back with a po to send in for repair. Ended call. (B)(4).